Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer went into diabetes ketoacidosis and his blood glucose readings were 500 mg/dl. Customer stopped using the insulin pump and reverted to manual injections. Customer also had keytones. No further information reported.